Event description:
It was reported that the patient sat in a chair and their stimulation went high, rapid and "went crazy and it felt like the device jacked up." It was noted that stimulation used to cover 100% of her pain, but the patient had become mobile and this required her to turn her stimulation up to 4.0 v. At 4.0v the patient felt the same stimulation sensation that they used to feel at 1.9v. The patient stated that they could tell something was wrong with the stimulation. The patient intended to check in with their physician to have the device checked out and programmed. It was also reported that the patient had issues charging their recharger, and ultimately charging their ins. The patient was able to charge their recharger when the used a different power outlet. The patient also could not change settings on their ins, but this seemed to be resolved as information stated that the patient had changed settings. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).